Manufacturer narrative:
Product ID 7496-66, lot# serial# (B)(4), implanted: (B)(6) 1997, explanted: product typ extension product ID 7425, lot# serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012, product typ implantable neurostimulator product ID 74001, lot# n305337, serial# implanted: (B)(6) 2012, explanted: product typ adapter product ID 37744, lot# serial# (B)(4), implanted: explanted: product typ programmer, patient product ID 3586, lot# serial# (B)(4), implanted: (B)(6) 1988, explanted: product typ lead. (B)(4).

Event description:
It was reported that stimulation was intermittent. The therapy was not working as expected. The event or symptoms occurred following a replacement. It occurred shortly after implant was done (a few days to week after implant (B)(6) 2012). Stim was fine in the hospital but once he got home things changed. The patient could elicit shocking, or increase stim sensation by pressing on the area at the ins pocket. In certain posture positions when stim goes away and comes back it felt like a shocking sensation but not all the time. The patient was at home in fair condition. The patient understood that stim sensation can change with positional changes but he felt stim come and go on a random basis. The patient wanted to meet with a representative for a device check and/or programming. The patient didn't notify earlier because he thought it was just due to his healing, etc. If additional information is received, a follow up report will be sent.